Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Surgeon report "osteolysis"/bone appearance underneath the tibia plateau (the region underneath the plateau and about 1 cm). X-ray observation of less dense bone around the tibia prostheses during follow-up visits (7m fu).

Manufacturer narrative:
An event regarding less dense bone around the tibia prostheses involving a tritanium baseplate was reported. Through the investigation it was confirmed that the baseplate was malpositioned. Method & results: -device evaluation and results: not performed as no items were returned; they remain implanted. -medical records received and evaluation:"there is some baseplate malposition with a 4°oblique joint line and 10° posterior tibial baseplate slope with radiolucent lines visible below the entire baseplate at 10-months follow-up accompanied by loss of bone density in the anterior, medial and lateral proximal tibial bone area. The main concern relates to the presence of radiolucent lines as visible below the entire baseplate at 10-months follow-up accompanied by loss of bone density in the anterior, medial and lateral proximal tibial bone area. Because visible already directly postoperative arthroplasty, at least on the only available ap x-ray below medial and especially lateral baseplate section, this just represents lack of initial bone contact due to imperfect saw cuts. Many saw blades are rather flexible and with dense bone it is easily possible that the saw blade deflects somewhat and makes a somewhat curved bone cut providing less than perfect contact with the planar undersurface of the baseplate.- possibly, repeated attempts at cutting the bone surface or a too flexible saw blade have resulted in a kind of irregular surface structure where there is a gap space visible between the baseplate and the bone. Local differences in hardness of the bone or often present sclerotic areas may easily cause such. This would represent a procedure-related factor because related to surgical technique under responsibility of the surgeon. We should further note that the loss of bone density as visible at 10-months post arthroplasty below the anterior baseplate section should be considered secondary to this lack of initial bone contact below the baseplate area. If bone is not subject to regular load, it will show gradual bone resorption as a consequence of ¿wolff¿s law of bone remodelling¿. Multiple surgical factors have contributed to less optimal fit between baseplate and tibial bone with the same factors contributing to a relative overload condition adversely influencing bone ingrowth conditions for a tritanium baseplate that has already critical bone ingrowth requirements." -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: review of the provided x-rays by a clinical consultant indicated:" there is some baseplate malposition with a 4° oblique joint line and 10° posterior tibial baseplate slope with radiolucent lines visible below the entire baseplate at 10-months follow-up accompanied by loss of bone density in the anterior, medial and lateral proximal tibial bone area. The main concern relates to the presence of radiolucent lines as visible below the entire baseplate at 10-months follow-up accompanied by loss of bone density in the anterior, medial and lateral proximal tibial bone area. Because visible already directly postoperative arthroplasty, at least on the only available ap x-ray below medial and especially lateral baseplate section, this just represents lack of initial bone contact due to imperfect saw cuts. Many saw blades are rather flexible and with dense bone it is easily possible that the saw blade deflects somewhat and makes a somewhat curved bone cut providing less than perfect contact with the planar undersurface of the baseplate. Possibly, repeated attempts at cutting the bone surface or a too flexible saw blade have resulted in a kind of irregular surface structure where there is a gap space visible between the baseplate and the bone. Local differences in hardness of the bone or often present sclerotic areas may easily cause such. This would represent a procedure-related factor because related to surgical technique under responsibility of the surgeon. We should further note that the loss of bone density as visible at 10-months post arthroplasty below the anterior baseplate section should be considered secondary to this lack of initial bone contact below the baseplate area. If bone is not subject to regular load, it will show gradual bone resorption as a consequence of ¿wolff¿s law of bone remodelling¿. "Multiple surgical factors have contributed to less optimal fit between baseplate and tibial bone with the same factors contributing to a relative overload condition adversely influencing bone ingrowth conditions for a tritanium baseplate that has already critical bone ingrowth requirements." No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon report "osteolysis"/bone appearance underneath the tibia plateau (the region underneath the plateau and about 1 cm). X-ray observation of less dense bone around the tibia prostheses during follow-up visits (7m fu).